Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon was inflated to 12atms for 10 seconds on the second inflation when the balloon ruptured. The lesion being treated was located in the moderately tortuous, severely calcified and 90% stenotic proximal left anterior descending artery (lad). The balloon was inflated to 12atms on the first inflation. The device was removed from the patient intact. The procedure was successfully completed with the deployment of a stent and post dilation with a non-bsc balloon. Patient status is listed as "good".